Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. On (B)(6)2017, the contact reported that the high bg may have been due to "bad insulin" as there was "no scent of insulin and upon changing the insulin vials, the customer's high blood glucose resolved." Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level. The cause of the high bg was not known. During troubleshooting with tandem customer technical support (cts), no device issues were identified. Cts advised the customer to change out the cartridge and discuss the high bg event with a healthcare provider.